Event description:
It was reported that a patient underwent a ventral hernia repair procedure on a large incisional hernia on (B)(6) 2010. The mesh was trimmed slightly on the corners and secured with a complete parameter of sutures. Within 48 hours post procedure, the patient coughed resulting in a re-herniation. Upon revision, the mesh was explanted and a new piece was deployed. Upon removal, the mesh appeared to have torn from the suture line at approximately the 12 o'clock position extending left laterally and down caudally to almost the beginning of the caudal perimeter of the mesh (5 o'clock). Also, there were similar holes in the mid section of the mesh approximately 13mm. The patient seems to be doing well thus far with the new mesh.

Manufacturer narrative:
(B)(4). Conclusion - the product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.